Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-17044. It was reported that the patient passed away. Upon investigation, a decrease in the pacing impedance was observed on the right ventricular (rv) lead. However, there was no indication from a healthcare professional that an abbott device caused or contributed to the patient's death. Further information was requested, but has not been received.